Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter when attempted to be deployed in the patient's body. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Manufacturer narrative:
Block e1: (initial reporter facility name) the first affiliated hospital of (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing and the clip assembly's bottom part was deformed. No other problems with the device were noted. The reported event of clip could not be deployed was confirmed. Analysis of the returned device found that the clip assembly was highly stuck into the bushing. It is likely that the amount of tissue grasped was bigger than the clip could close, requiring an excess of force to close the clip arms, which due to the amount of tissue grasped was enough to detach the clip from the bushing but not enough to activate the clip, leading to a deployment problem. The deformation of clip assembly's bottom part was most likely due to the entrapment against the bushing. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure. Block h11: correction block b5 has been corrected from previously submitted information.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter when attempted to be deployed in the patient's body. It was reported that there was abnormally high resistance felt before the spool reached the end. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.